Manufacturer narrative:
Result of investigation: vyaire medical was unable to verify the reported issue unit gave blower demand error during bench testing. Ventilator passed 94 hours of extended test at customer settings, passed initial final test and passed initial alarm volume test with no restrictions. Unit was opened and inspected; no anomalies were found. Process ventilator through service to meet all factory specifications. Additional problem identified run in failed due to a seized blower module. Inspection revealed a burnt q3 & q6 component.